Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in the left anterior descending artery. The physician attempted to post-dilate the lesion using the 8mm x 5mm quantum maverick mr balloon catheter. The maverick was inflated one time to 16 atms and ruptured. The procedure was successfully completed with a different device. No patient complications were noted and the patient's condition was reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).